Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had his system placed on (B)(6) 2009. The pt had received efficacious therapy unit (B)(6) 2011. The clinician initially suspected that the pt's therapy was not working because the pt was not receiving the same therapeutic effect that he had been. On (B)(6) 2011, an lp was performed for an assay and the results came back as low. On that same day, the pt also had a (B)(6) study. The radiologist felt that the catheter was likely in the intrathecal space; however, the pt was "demonstrating loculation." On (B)(6) 2011, the pt's doctor made an incision at the spinal site, but did not receive a retrograde flow of cerebral spinal fluid. The doctor subsequently implanted a catheter and did receive a retrograde flow of cerebral spinal fluid. On fluoroscopy, it was noted that the pt still had "locations" due to the flow of the dye when it was injected into the catheter. The pt had a follow up visit on (B)(6) 2011. He is scheduled to follow up again in (B)(6) 2011. The drug that was present in the pump at the time the event was reported to be lioresal.